Manufacturer narrative:
The insulin pump was received unexpected failed battery test alarms due to corroded battery tube. The device had corroded battery cap contact. However the device passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm occurred. Motor passed motor test. Cracked on reservoir tube, cracked battery tube threads and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and motor error alarm. The blood glucose at the time of the incident was 121 mg/dl. Troubleshooting was performed. The device was returned for analysis.